Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
UDI_not_required. Legal manufacturer: hcs (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that the ventilator stopped ventilating and shut down while in use on a patient. There was no report of patient injury.